Event description:
Customer reported that a cartridge leaked insulin. Blood glucose level was reported and did not exceed 500 mg/dl, which indicates it was within normal range. Customer changed cartridge and resumed insulin therapy successfully; a replacement cartridge was sent.